Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding system faults occurring on the universal surgical manipulator 2 (usm2). According to the customer, a hard reboot on the da vinci system did not resolve the reported event. Tse reviewed the system logs and confirmed the reported event. The procedure was completed with no reported injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) for a fiber test and was found to be failing on the axis. Once testing was completed, the ¿clock spring fiber¿ was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the ¿clock spring fiber assembly¿ was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.